Event description:
The ortho summit processor multi-plate transport conveyor was making noises and the plates were not moving into position correctly causing the liquid contents of the microwells to splash out into the top of the plates. No death or serious injury was associated with this incident.